Event description:
As the catheter was being placed over the wire (0.025" dia) the catheter (7fr) was caught on the wire and would not move in either directions. The wire had to be cut and the introducer was reinserted over the piece still in vein. Then the remaining wire was removed. Another kit was then opened and the wire was introduced in the catheter (to see if this would pass smoothly---still outside the pt). This second catheter also got stuck in the catheter lumen. Then 5f catheter was safely placed in the pt and the kits were saved for reporting.